Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that their handset shut down last night and they were unable to get it to power back on, and they tried everything last night. While on the call, the patient was able to get the handset to power on and connect to their pump, but it was taking a long time to connect. The agent walked the patient through closing out of all running applications, clearing data, and reopening the myptm app after which the patient confirmed that they were able to successfully connect more quickly. The patient called again on (B)(6) 2025 reporting that the handset screen was black when they unlocked the ptm (personal therapy manager), and the handset was fully charged up. The patient stated that they were allowed 4 boluses a day and the device was taking a long time to connect and getting stuck at 50-75%. The agent assisted the patient with resetting the handset after which the handset powered on and connected to the pump. The agent also assisted the patient with clearing the data after which the device connected very fast. The patient called again on (B)(6) 2025 stating that they were trying to bolus but were stuck in a setting screen and they couldn¿t get out. The agent reviewed and had the patient power off/on the handset and communicator. The patient was then able to connect to the pump and request/receive bolus. The patient then mentioned when they bolused, the handset was lagging again at 91%. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag at 91%.